Event description:
Came out sides of mouth while eating or other times swallowed and made sick to stomach to where I couldn't work. Hands, feet, arms, legs went numb. Stomach and chest pains. Irritated gum and throat, chest, weakness in hands and feet, legs, hips, pain and go numb. Started after my teeth were done used super poligrip and fixodent. Dose or amount: denture cream. Frequency: 1-4 times daily. Route: oral. Dates of use: (B)(6) 2003 - still happening. Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.